Manufacturer narrative:
Heated filter lid assembly.

Event description:
The customer reported the ventilator expiratory filter compartment door was not properly closing and was pulling away from the compartment, creating a leak. The ventilator was alarming, and was in use on a pt with no pt harm reported. The MFR's service tech verified the reported problem. The service tech reported initial testing of the unit failed due to pressure out of range. The service tech reported the expiratory filter door was broken and was unable to fully close. If the filter door is unable to close properly it may result in the expiratory filter not seating against the assembly o ring, which may prevent a seal and result in a leak. If the exhalation system is leaking or open to atmosphere, it may be unable to provide a pressurized breath. The service tech replaced the heated filter lid assembly to correct the reported problem. Applicable final testing was completed and testing passed to operating specifications.